Event description:
Reporter noted facility had endophthalmitis in 7 out of 12 cases with same surgeon one day. Closed their ors and quarantined all stock for cataract surgery; checking all products. Patient 3 of 7: status unknown.